Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the difficult leaflet grasping is due to challenging patient anatomy. A cause for the single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) is a cascading event of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report single leaflet device attachment/slda, and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapsed posterior. On (B)(6) 2021, despite grasping difficulties, one clip was successfully implanted, reducing mr to 2+. On (B)(6) 2021, the patient returned with mr symptoms. Imaging showed that the clip was detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Additional treatment was not performed. Possible next treatment is being evaluated by the heart team. The patient was sent home. No additional information was provided.